Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were used. During the transeptal puncture drop down, the sheath wasn't visualized as tenting the inter-atrial septum, so the physician went back up the superior vena cava and dropped down again. Tenting still wasn't seen on transesophageal echocardiography (tee) so the physician clocked, and counter clocked the sheath in order to find the sheath on tee. Tenting was eventually seen, and transeptal access was obtained. The pigtail wire was anchored in the left upper pulmonary vein and a pigtail catheter was railed over the wire. The wire was removed, and the pigtail catheter was maneuvered into the laa. Contrast was injected and the pigtail catheter was exchanged for the wds and the device was deployed. The position was not optimal, so the closure device was recaptured and re-deployed. The anesthesia technician notified the implanter that the heart rate was increasing and then atrial fibrillation with rapid ventricular rate (a-fib with rvr) was seen. A cardioversion was performed, and tee swept for an effusion. A large pericardial effusion was seen so the patient was prepped for pericardiocentesis to treat the effusion. Once pericardial access was successful, the device was released. The was and wds were removed, and protamine was given to the patient. 600 cc of blood was drained, and the patient was monitored for 30-40 minutes to ensure that there was no re-accumulation of effusion. The patient was stable and sent to the inpatient unit for recovery/observation. The patient did not have any re-accumulation of fluid.